Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, there was difficulty in advancing the stylet into the lead. After positioning the lead, there was difficulty in removing the stylet from the lead. All the values were normal when the lead was tested. The physician tried putting the stylet in again and was unable to advance it more than a few centimeters and when it was removed, there was a foreign substance on the lead. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.2 cm. The reported event for the difficulty to insert the stylet was confirmed. The cause of the stylet obstruction was due to blood in the inner coil at the connector region. The lead was otherwise normal.